Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated and confirmed the customer reported complaint. The fenestrated bipolar forceps instrument was found to have a broken grip cable at idler pulleys. The idler pulleys at the proximal clevis spun freely and did not exhibit any damage. There was no damage found on the proximal clevis or cable hole. The housing was removed from the back end, no damage was observed. Additional observation not reported by site: the fenestrated bipolar forceps instrument was found to have damage of the conductor wire¿s insulation. No conductor wires were exposed. The insulation appeared slightly melted; possible thermal damage induced by another instrument. Possible fragments could have fallen. An electrical continuity test was performed, and the instrument passed.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the steel cable of fenestrated bipolar forceps instrument broken without showing any previous signs. The procedure was completed with no reported injury.